Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on 2022-08-05 who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. The reason for call was pt was wondering if they had a lead issue again as some of the same things were happening starting about a month ago (pt said especially in the last couple weeks). Pt said their ins was put in for pain in their left hand caused by a tumor removal, that would range from a dull pain to pins and needles. Pt said slowly that pain was growing more intense, like the stimulation was not helping as much as stim used to. Pt called healthcare provider (hcp) 2 days ago and was told to call patient services (ps) to see if anything could be done before going to the office. Ps asked, pt said they had not tried to increase stim yet as they had not used patient programmer (pp) in a while; pt didn't remember how to use it and the batteries were dead. Pt mentioned they had been using the recharger to turn stim off and on (and also mentioned that they think their brain was tricked sometimes as they would turn stim off for a few days, and when they turned stim back on the stim seemed to work a little better). Pt put new batteries in the pp and ps reviewed how to sync to ins. Pt was able to access therapy and reported intensity 3.05v. Ps reviewed how to increase stim, but pt hit the ins power on button instead and reported when they did that, they could really feel the stim and said it felt good. Pt was confused as they thought the recharger said stim was already on, and thought the lightning bolt was on the pp when they synced. Pt mentioned stimulation had been turning itself off. Ps reviewed pp use and redirected to hcp to check ins/settings if pt noticed stim still was not helping. During the call, pt mentioned they had noticed that the stimulation would occasionally turn itself off somehow, so they would have to turn stim back on. Pt said they had noticed that for a year or more. The patient was redirected to their healthcare provider (hcp) to further address the issue. Ps reviewed stim information such as stimulation automatically turns off if ins battery got too low, and pt remarked that they wondered if that was what was happening as they may not charge frequently enough. Ps reviewed to monitor ins, take notes of when they noticed stim had turned off and follow up with hcp to check ins if needed. Additional information was received from the patient (pt) on 2023-08-02. The patient reported that their device on the hip just shuts itself off. Patient thought it would be working for a while. Over a day or two patient noticed their hand starts hurting again. Patient paid more attention and could usually tell whether it was stimulating or not. Patient would check with recharger and it had enough charge but the lightning bolt was not there. Patient would turn it on with the recharger. Patient did not press any buttons by accident. Patient did not think there was any emi around but mentioned they had a pacemaker. The issue started a least a couple of years ago. Patient saw healthcare provider about that and they did not see anything wrong.